Event description:
A male patient was admitted for an emergency transection case caused due to auto injury. The injury occurred just distal to the left subclavian. The plan was to land a 32 pt 160 at the left carotid covering the left subclavian. After the first 2 stents deployed of the zteg proximal device, the system came back a little bit arched. This occurred very fast. The physician attributed it to a windsock effect due to the flow in the arch anatomy (3002808486-2009-00036). After the graft came back, he tried to advance the graft forward but was unable to do so. He then deployed a couple more stents and tried to advance again. The thinking was that perhaps the graft would accommodate the greater curve of the arch and either move forward a little or somehow adjust itself in order to be moved forward. This did not work. The trigger wire was pulled. Another run revealed that the top portion of the seal stent was in the origin of the left subclavian. At this time the physician decided to add a tbe extension device to extend to the left carotid. The dilator tip of our system had some trouble when it approached the inside of the initial graft at the arch just distal to the left subclavian. The patient expired due to existing trauma.

Manufacturer narrative:
Investigation still in progress. After a couple of attempts, the physician advanced the tbe extension device again. As he advanced the system to navigate around the curve, the existing graft was somehow pushed forward, covering a centimeter from the front of the innominate approaching the ascending. He tried to drag it back with a coda balloon from the proximal portion of the graft initial zteg proximal device, but this did not work. The physician feels that the delivery system of the tbe caused the situation. With the delivery system of the tbe being advanced in the arch, the curve was so great that the dilator tip of the tbe device was bending to such an extent that it was causing a gap in the sheath between the dilator and sheath. When he pushed forward, he felt that perhaps the gap of the tbe caught hold of the proximal seal stent of the existing graft. After the attempt with the coda balloon to pull back, the physician had to open the patient to create a by-pass from the ascending to the other great vessels. The patient died due to existing trauma later that evening.